Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a delta xtend case for reverse shoulder arthroplasty the proximal reaming guide holder internal rod was damaged and would not engage with the proximal reaming guide so this could not easily be removed from the patient.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this reported event was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H6 patient code: no code available (3191) used to capture the surgery prolonged and insufficient information.